Event description:
It was reported that the electrode was bent. A 3.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure in the liver. During the procedure, the liver was hard, and the device bent during the puncture. The device did not reach the tumor. After that, an attempt was made to continue the procedure with a different size, but the patient's condition was not good, so the procedure was abandoned for the day. Re-treatment was scheduled for the following week. No patient complications were reported.

Event description:
It was reported that the electrode was bent. A 3.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure in the liver. During the procedure, the liver was hard, and the device bent during the puncture. The device did not reach the tumor. After that, an attempt was made to continue the procedure with a different size, but the patient's condition was not good, so the procedure was abandoned for the day. Re-treatment was scheduled for the following week. No patient complications were reported. It was further reported that the patient's condition was not good due to their blood pressure rising. The physician does not believe the device caused or contributed to the blood pressure increase.

Manufacturer narrative:
Device eval by manufacturer: the electrode was returned for analysis. No damages were observed at the handle. However, it was observed that the tines were bent. Additionally, the needle was completely detached at the distal section, leaving the tines exposed. The handle could not extend and retract properly due to the needle being completely detached and the tines exposed.